Event description:
Reference number: (B)(4). Event occurred in the united states. It was reported that the patient faced insulin flow blocked alarm event on (B)(6) 2026. The area of insertion was at the arm. The blockage was at the site. The patient replaced the infusion set and resumed insulin deliveries successfully. No further information available.